Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown, therefore a device history record could not be reviewed. The instructions for use states the following: "10. To avoid the possibility of drain damage or breakage, please follow these steps: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments as these could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device discarded.

Event description:
It was reported that the physician assistant had difficulty removing the drain two days post knee replacement surgery. A physician had to remove the drain and there were not any difficulties noted. During a follow-up knee surgery 2 months later, a piece of the drain was found in the infected prosthetic knee.